Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2016-01881. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppages and low speed advisory alarms occurred on (B)(6) 2016. A percutaneous lead (driveline) replacement could not be performed, and the entirety of the driveline external to the patient had been previously replaced on (B)(6) 2016. The patient was asymptomatic. Log files were reviewed by the manufacturer¿s technical services representative and confirmed the pump stoppages and low speed advisory alarms. It was reported that an ungrounded power module patient cable will be utilized indefinitely. There are no plans for pump exchange at this time. No additional information was provided.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed through the evaluation of the submitted system controller log file. When the system was switched from battery to power module support on (B)(6) 2016 at 14:31, multiple low speed hazard alarms and pump stoppage events were confirmed. Based on the manufacturer¿s complaint history and similarly reported events, the captured events appeared consistent with a potentially compromised driveline wire. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.